Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H6: patient codes. H6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out for range shock impedance measurements. A commanded shock was performed in order to evaluate the system. Calcification is being suspected. It was decided to continue monitoring the patient. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted due to the patient experiencing an infection. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out for range shock impedance measurements. A commanded shock was performed in order to evaluate the system. Calcification is being suspected. It was decided to continue monitoring the patient. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in nine segments; the tip segment was not returned. Deformed and stretched conductors were noted, cuts were noted in the insulation and trilumen insulation abrasion was observed on the 80mm insulation segment. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h6: patient codes, h6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out for range shock impedance measurements. A commanded shock was performed in order to evaluate the system. Calcification is being suspected. It was decided to continue monitoring the patient. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted due to the patient experiencing an infection. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.